Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced dizziness. The right ventricular lead exhibited noise, causing inhibition of pacing. The lead was capped and replaced. The patient would be followed normally.